Event description:
It was reported that the foley catheters (pcn# d236516s) did not come with pre-filled syringe of sterile water before use. Called patient to do an order and they advised that when they receive their catheters (pcn# d236516s) did not come with pre-filled syringe of sterile water. The patient stated that either they come empty syringes or no syringes at all.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheters (pcn# d236516s) did not come with pre-filled syringe of sterile water before use. Called patient to do an order and they advised that when they receive their catheters (pcn# d236516s) did not come with pre-filled syringe of sterile water. The patient stated that either they come empty syringes or no syringes at all. Per additional information via email from ibc on 30mar2024, it looked like feedback rather than complaint which related with service issue for no syringes(ordered parcel missing). For short fill already captured under current.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "tip cover came off during shipping or in processing." The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.